Manufacturer narrative:
(B)(4).

Event description:
Procedure: tep totally extraperitoneal. According to the rptr: two devices balloon were damaged before assembly. There was no unanticipated tissue loss, no extension of the incision by more, surgical time was no delayed by more than 30 mins due to the product problem, no device fragment or component fell into the pt's cavity, no device fragment left in the pt.